Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring before issue and caller declining to share whether blood glucose exceeded critical level. There was no reported impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy.